Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was externally visually inspected and no defects were found. The receiver failed to boot and charge. The download receiver log failed. Perform functional test: unable to perform. Receiver log review: could not retrieve. Open and interior inspection: passtake battery measurements: fail-0.84 vdc. Cut battery wrap and inspect: fail-leads pulling off battery board. The complaint is confirmed because the receiver is not functioning. The reported event that the receiver ceased to function was confirmed. The root cause was determined to be a damage battery.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) /2017 the receiver ceased to function. No additional event or patient information is available. No product was provided for evaluation. The complaint confirmation of the receiver ceased to function could not be determined. A root cause could not be determined.